Manufacturer narrative:
A boston scientific patient services consultant explained to the caller that if the device had delivered a shock, the patient would feel it. The consultant stated informed the caller that it is possible something could be going on without the device delivering therapy. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had been feeling dizzy and unbalanced all day and she subsequently passed out and fell out of bed. The patient's blood pressure was reported to be normal. The caller inquired if the device had delivered therapy would the patient have felt it.